Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer had been using the proxabrush gobetween cleaners and the wire broke and he swallowed it.